Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited right atrial (ra) lead noise, undersensing and high out of range impedance measurements. An inappropriate mode switch was recorded. Technical services (ts) was consulted and also noted low atrial amplitude. This crt-d remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).